Event description:
It was reported that during a laparoscopic sigmoidectomy, jamming occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Anti-backup and ratchet pawl the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. Upon testing, the anti-backup and lockout features were found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and upon disassembling, the ratchet pawl was found to be damaged; this condition led to the failure of the anti-backup and lockout mechanisms. No conclusion could be reached as to what may have caused the reported incident.